Event description:
It was reported that the patient was shocked eight times last week. The patient has been working with a hospice nurse who stated that the patient is very nervous. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, implanted (B)(6) 2003. (B)(4).